Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Event description:
It was reported that during implant procedure, difficulties positioning the lead were encountered. One day after implant procedure, this right atrial (ra) lead exhibited out of range pacing impedance. A lead fracture was suspected. This lead was then successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that during the implant procedure the physician repositioned the right atrial (ra) lead a few times to obtain lead measurements within normal limit, and then the implant was successfully completed. One day after implant procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements, and a lead fracture was suspected. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced. No additional adverse patient effects were reported.